Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "sometimes it does not read antibiograms, especially when they are e. Coli."

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that this failure occurred with control samples and not patient samples. In this particular event, the diagnostic test is performed with the understanding and recommendation to perform concurrent controls to assure accuracy. Therefore, erroneous results would be suspected and lead to retesting. This will not likely lead to a serious adverse event.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "sometimes it does not read antibiograms, especially when they are e. Coli.".